Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer was provided complete pump reset instructions by technical support, chose to perform pump reset, and was able to interact with pump screen successfully after reset.